Event description:
An olympus representative reported on behalf of the customer that the endoeye flex deflectable videoscope image disappears during angulation but returns (had a blackout when angled) during equipment inspection. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed and found to be due to damage on the charge-coupled device unit, the monitor shows a black screen with no image, (it may return to normal at times). Additional findings were as follows: the bending section cover has a scratch, the adhesive on the bending section cover has a chip, the adhesive around the objective lens was peeled, and the video connector has a crack. Based on the results of the investigation, it is likely that the following led to the malfunction: the defect was caused due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including ic chip and capacitor, and mounted on the electric circuit board had a defect. However, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): ¿the instruction manual operation manual¿ chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the following warning. < inspection of the endoscopic image> confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor the field performance of this device.